Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8708560 implantable port allegedly experienced fracture. This information was received from one source. One patient was involved with no patient consequences. The (B)(6) male, weighed (B)(6).

Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, investigation is confirmed for guidewire fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8708560 implantable port allegedly experienced fracture. This information was received from one source. One patient was involved with no patient consequences. The 53 year old male weighed 171 kgs.